Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h6 and h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The following factors may have contributed to the occurrence of this incident: the tip cover was not properly installed. Stress, such as friction loads from twisting or pushing/pulling within the body cavity, or interference with the mouthpiece, was applied to the tip cover during this case. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1-initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to the following patient identifier: (B)(6).

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal end cover was found to have fallen off upon withdrawal of the scope. A direct-view scope was then reinserted, confirming that the distal end cover had fallen into the duodenum. The fallen cover was retrieved using forceps. The procedure was prolonged due to the retrieval, but the exact time is unknown. The procedure was completed with a backup device. There were no reports of patient harm.